Event description:
It was reported to boston scientific corporation that a hemostatic resolution clip device was used for gastrointestinal bleeding during a hemostasis clipping procedure on (B)(6) 2013. According to the complainant, during the procedure, an issue occurred with the clip while inside the patient. The clip was difficult to release from the catheter. The procedure was completed with the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of clip difficult to release from catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed